Event description:
It was reported that during a generator change due to normal battery depletion this right ventricular (rv) lead exhibited high withing pace impedance measurements greater than 1900 ohms and high pacing thresholds. A repair kit was used, and a silicone sleeve was applied to a portion of the lead with visible insulation wear. This rv lead remains in service. No adverse patient effects were reported.